Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that there was a planned pocket revision surgery. The patient had lost weight and the pocket in the buttocks was loose. There was difficulty charging their device. During an office visit with the manufacturer representative, the pocket was assessed during charging. It was determined that a pocket revision was needed; the revision was planned but not yet scheduled. It was reported that the patient was alive without injury at the time of this report. If additional information is received, a follow-up report will be submitted.